Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient orders were not crossed over in the pyxis. A technical support specialist found around 4000 records were stuck in the queue. The technical support specialist restarted the external inbound processor service to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported when using the bd pyxis¿ es server, all pyxis interface not crossing over. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.